Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the piston rod was not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 date of submission 12/12/2016 ¿ correction to serial #.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/06/2016 with the following findings: investigators confirmed and duplicated the original complaint. Call service alarm (B)(4) was observed in the black box alarm history. Upon pump disassembly, internal motor defect was found; the motor was not working, disabling further testing. (B)(4).